Event description:
According to the available information, 5 months following revision, the patient felt a pop on the pump and the implant became very hard to pump. In (B)(6) 2025 the device migrated and now it has a "[tubing]" bulge.this report captures the migration.

Manufacturer narrative:
As no lot was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.the device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.